Manufacturer narrative:
The evaluation was completed. One opened bl5623s pouch from lot w4699 was returned. The expiration date on the label was 200-nov-20. A post-it note attached to the pouch states ''cutter broken". The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and good aspiration. The cutter was not broken, although it was bent. The cutter performed as intended. Due to the returned condition, no tip protector, the cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Event description:
It was reported the cutter appeared to not be working during the procedure. They opened a new cutter that worked perfectly. The surgery was completed, with no impact to the patient.